Manufacturer narrative:
The account could not locate the bed for a field technician to perform an inspection. Repairs have not been completed.

Event description:
The accounts maintenance stated the siderail will not latch on the bed.